Event description:
During an emergency situation in the e.r., the physician was attempting to insert the catheter via a subclavian approach. The pt was very obese and the introducer needle was placed deeply due to the pt's size. When the introducer needle was withdrawn, it was noted that the hub of the needle had separated. The distal portion of the needle remained in situ, but did not embolize. The pt expired from their underlying medical condition and the retained needle was not retrieved.